Manufacturer narrative:
Device evaluated by MFR.: media review revealed a photo consisted of two devices present with the hubs stained with foreign material. A 6f impulse was returned to bsc cis for evaluation. No packaging material was returned with device. Visual and microscope test showed that blood was identified at catheter hub. Otherwise, no other damage noted.

Event description:
It was reported that there was stain on the device which looked like blood. A 6f impulse diagnostic catheter was selected for use. During preparation, when the nurse opened the sleeve, it was noted that there was stain which looked like blood on the hub of the device. The procedure was completed with an alternative method. No patient complications reported.

Event description:
It was reported that there was stain on the device which looked like blood. A 6f impulse diagnostic catheter was selected for use. During preparation, when the nurse opened the sleeve, it was noted that there was stain which looked like blood on the hub of the device. The procedure was completed with an alternative method. No patient complications reported.